Event description:
It was reported that a spectrum pump, it was discovered the keypad had a delayed response. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the delayed keypad response which was a result of a failed processor printed circuit board. The processor printed circuit board was replaced.